Event description:
Patient reported pain at implant site on (B)(6) 2012. On (B)(6) 2012 patient noticed implant felt loose and implant came out of implant site. Patient given keflex and elocon cream and was seen by surgeon on (B)(6) 2012 where it was confirmed implant loss of osseointegration.